Manufacturer narrative:
No unexpected pump error 4 or pump error 15 alarms were noted during testing. The pump was received with a displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurements, active current measurements and self-test. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a slightly peeled end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.